Event description:
It was reported the patient needed to start charging his ipg for 4 hours and was still unable to get a full charge. Follow-up identified the patient's charger will be replaced by sjm.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.